Manufacturer narrative:
The beckman coulter fse (field service engineer) evaluated the analyzer and identified the failure mode as a broken and rusted fitting, specifically, the quick connect elbow fitting, that caused the o-ring not to seal properly, which led to the leak. The fse replaced the external drain hose assembly which includes the quick connect elbow fitting and verified instrument performance. Beckman qa (quality assurance) confirmed with the fse that while on-site on (B)(4) 2019, the lab technician has returned to work. (B)(4).

Event description:
The lab technician slipped and fell after stepping on the fluid that leaked from the back of the dxc 600 analyzer. The lab technician hit her head on the ground. The lab technician was taken to the emergency room and diagnosed with a mild concussion. The lab technician was not admitted to the hospital, but missed a few days of work.